Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same patient reported under manufacturing numbers 9616099-2007-00716, -00715 and -00714. Additional information will be submitted within thirty days upon receipt.

Event description:
Two months after implantation of three cypher stents, the patient experienced thrombotic event that required immediate medical intervention. The initial procedure was elective, targeting the first diagonal and the proximal and mid left anterior descending arteries. The lesion at the first diagonal coronary artery was de novo with bifurcation. It was 5mm in length and 2.5mm in diameter with a type a classification. Pre-dilatation was not conducted. 1st cypher (2.5/18mm) was implanted at 16atm for 30 seconds. Post-dilatation was conducted with a balloon (2.5/15mm) at 8atm for 30 seconds. Intravascular ultrasound was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. The lesion at the proximal and mid left anterior descending artery was also de novo and bifurcated with a length of 50mm, a diameter of 3.5mm with a type c classification. Pre-dilatation was not conducted. The second cypher (3.0/33mm) was implanted at 16atm for 30 seconds. The third cypher (3.5/23mm) was implanted at 16atm for 30 seconds proximal to the second cypher and overlapping it. The first and third cyphers were implanted by crush stenting. Post-dilatation was conducted with a balloon (3.5/15mm) at 8atm for 30 seconds using kissing balloon technique. Intravascular ultrasound was conducted. The residual percentage of stenosis were zero. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. Two months later, the patient presented at the emergency room in cardiogenic shock. Cardio angiogram was conducted with patient under intra-aorta balloon pump. Thrombus was observed in all three cyphers implanted. The thrombus were treated by balloon angioplasty and a bare metal stent was implanted distal to the second cypher implanted in the left anterior descending coronary artery to treat a de novo lesion. According to the physician, the thrombotic event may have occurred because ticlopidine hydrochloride was stopped and a de novo lesion occurred at the distal end of the second cypher.